Event description:
Report received of bleed back. It was reported that "the connections" of the device came apart while in use on a pt. This resulted in some bleed back either from an arterial line or a central line. It was believed that the incident was discovered relatively soon, as the estimated amount of blood loss was 30cc's. The pt did not require a blood transfusion. It was reported that one of the ports of the triple lumen catheter clotted off due to the bleed back, however, the other two ports remained patent. There was no report of an adverse pt event. Although requested, add'l info has not been made available.